Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) lead was not sensing intrinsic qrs's even at the most sensitive setting. It was noted that the qrss had very low amplitude on the ventricular electrogram. The rv lead remains in use. No patient complications have been reported as a result of this event.